Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels from (B)(6) 2023 of 45 mg/dl. The suspected cause was due to the customer¿s correction factor requiring adjustments. The customer consumed glucose tablets and carbohydrates to address bg. Customer updated their settings to address the event.